Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found the biopsy port housing was detached from the control body. Additional evaluation findings were as follows: the distal end unit was damaged, the image condition failed due to broken fibers and the up angle does not meet specification. It is most likely that the reported issue was due to user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was reproduced, however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had a detached biopsy channel during maintenance. The device had been cleaned and put away. The device was taken out for use and the channel was found off. The intended procedure was completed with another similar device. The customer was not sure what caused the reported issue, as there were no procedures scheduled for the device. There were no reports of patient harm or impact associated with the reported event.